Event description:
Rptr working in the healthcare arena since 1987. In 1989, they began to develop rash on their hands with redness, severe itching and swelling. At that time they began to use non-latex gloves. They also had itchy eyes and nasal congestion but contributed symptoms to chronic environmental allergies. Several years passed and the symptoms were managed with antihistamines. In the summer of 2002, rptr started work at a hospital in ICU that had just had their air conditioning system upgraded. Within 5-6 days, rptr developed a severe contact dermatitis that started at neck and progressed until oral prednisone was required. Because it was summer and rptr does have contact dermatitis, they did not intially contribute the reaction to latex. They had never experienced anything like this type of reaction before. Rptr continued to work and titrated off of prednisone and the reaction occurred 3 more times over a 45 day period requiring oral steroids to resolve. Rptr decided to leave the hospital after having a rast test result of 5 for latex allergy. They then went to homehealth in an effort to avoid latex exposure but the mere presence of latex gloves in the home and office where they work has again resulted in this severe reaction. This reaction has now resulted in a severe allergic conjunctivitis in addition to generalized hives, facial swelling, etc.